Manufacturer narrative:
Manufacture will continue to monitor through trending. Device was discarded at the site and evaluation could not be performed. User error caused event.

Event description:
Customer alleges that a non absorbable suture was used during a procedure, due to its color coating. Patient recently presented with bladder stones. The physician discovered some green sutures were still in place. Pt had undergone a radical prostatectomy in 2005. During that procedure, a women's health suture was utilized inside of the patient. The non absorbable suture was inadvertently placed off label due to its color coating. It had been assumed that the suture was a urology absorbable suture.